Event description:
It was reported that, during a tka surgery, calibration of the handpiece was unsuccessful. All of the equipment was removed and reassembled, the flat markers were exchanged and the system was re-booted. This troubleshooting had no effect. The case was switched to manual technique. The patient outcome is unknown. After assessing the equipment, it was concluded that the handpiece array was bent.

Manufacturer narrative:
H10 h3, h6: the device, intended for use in treatment, was returned for investigation and discarded. The initial visual investigation completed found that the handpiece tracker was bent. It was found that the aluminum material can bend more easily due to the nature of the forces placed on the handpiece tracker either via the user's hand, dropping it, or any other forces. The material has been changed to stainless steel which makes the part much stronger and less susceptible to bending, thus, reducing the likelihood of this problem. The serial number for the device was not provided. Therefore, reported product met manufacturing specifications when released for distribution. A complaint history review found similar reports of the bent handpiece tracker. The surgical technique guide released at the time of the complaint provides instructions on the administrative and preoperative procedures. It states that "smith & nephew recommends a minimum of two sterilization kits be obtained for each procedure in the event that any parts malfunction or become damaged during the procedure." It also has a warning which states:" a full traditional surgical instrumentation tray for the chosen implant should be available during every system use to manually implant the prosthesis in the event of system failure." Based upon review of the instructions for use, there was no indication that there was lack of information that may have caused or contributed to the reported event. This failure is an identified failure mode within the risk file. Based upon the reported event and the initial visual inspection, we can confirm that there was a relationship between the reported event and the device. The malfunction is likely due to mechanical component failure from bending of the handpiece tracker.